Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4). Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent damaged and stent struts appeared slightly misshapen along the entire length of the stent, with more pronounced damage seen starting with distal struts 11,12,18,19, 25, 26 and 27. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed slight signs of damage to the distal edge of the tip. This type of damage is consistent with resistance being encountered on advancement of the stent delivery catheter to the lesion site. A visual and tactile examination found no issues with the hypotube shaft. A visual and tactile examination of the outer and mid-shaft section found no issues. The inner lumen and bi-component bond showed no signs of damage or strain. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on 15-dec-2016. It was reported that crossing difficulties were encountered. Vascular access was obtained via the femoral artery. The more than 90% stenosed, 27 x 2.75 mm target lesion was located in the mildly tortuous and moderately calcified diagonal branch. After pre-dilatation was performed with a 2.0 x 15 mm balloon catheter, a 2.75 x 32 mm promus element drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage.